Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse reviewed the iabp fault logs and did not observe a related fault associated to the reported failure. The fse performed the fiber optic test and checked to factory specifications. The fse was unable to duplicate the customer's reported issue. Unrelated to the reported issue, the fse observed noise coming from the motor compartment and isolated the noise to the motor mount. The fse tightened and retested and noted that the noise was corrected. Subsequently, the fse also observed that the top cover concealment and cable tie for the motor compartment were worn and replaced the relevant parts. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was unable to calibrate the optical sensor. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).